Event description:
The customer called needing assistance with increasing the basal rates per md's instructions. It was reported that the customer had lbgs and the paramedics were called to assist the customer. It was indicated that the programming and histories were accurate. In addition, the pump passed the leadscrew test and the reservoir is placed correctly.